Manufacturer narrative:
No samples displaying the condition reported are available for examination. We were unable to fully investigate this incident, and no root cause can be determined, as no samples were received. A device history review could not be completed as no batch number was provided.

Event description:
Material no. 305110 batch no. Unknown. It was reported that during use of the needle 26x3/8 ib the "syringe did not pull back on its own from cartridge, customer suspects the needle may not screw on well to the syringe". Customer reported syringe did not pull back on its own from cartridge. Customer tried different cartridge and different syringe. Customer suspects the needle may not screw on well to the syringe, customer not exactly sure what the issue is.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 305110, batch no. Unknown. It was reported that during use of the needle 26x3/8 ib the "syringe did not pull back on its own from cartridge, customer suspects the needle may not screw on well to the syringe". Customer reported syringe did not pull back on its own from cartridge. Customer tried different cartridge and different syringe. Customer suspects the needle may not screw on well to the syringe, customer not exactly sure what the issue is.